Event description:
(B)(4).

Manufacturer narrative:
This report is being submitted under exemption (B)(4) by the manufacturer arjo hospital equipment ab on behalf of the importer (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.